Manufacturer narrative:
The field service representative (fsr) investigated the event onsite and addressed the issue by replacing multiple parts including: cuvette wash components, syringe components, r1 probe and sample probe. The fsr also aligned the cuvette washer and mixer washer height alignment. Field service verified the system function with a control run. Review of the architect c401470 history did not identify contributing factors on or around the date of the complaint. There were no subsequent contacts from the customer regarding discrepant results. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed architect calcium imprecision (falsely elevated results) for two patients. Patient #1: (B)(6) initial result of 21.4 mg/dl retested at 8.0 mg/dl on (B)(6) 2017. Patient #2: (B)(6) initial result of 19.4 mg/dl retested at 9.6 mg/dl on (B)(6) 2017. No adverse impact to patient management was reported.